Event description:
After the surgery the budde halo retractor rod could not be unscrewed from the ring. Although the unit had been in contact with a pt, there was no injury or surgical delay involved with this issue.

Manufacturer narrative:
The device involved in the reported incident has been received for eval. An investigation has been initiated based upon the reported info.